Event description:
Reporter called to report that (B)(6) sent he and his wife masks. The mask were not fitting them, that there was no seal over the nose; there was not a metal piece sewn into the mask to help with the fit. "Its open air pockets around my nose and face, which makes these mask dangerous to wear because of the virus (covid-19). The virus spreading and I don't feel protected by this mask". The masks were made in (B)(4) and there was no other identifiable information on the package. Reporter contacted (B)(6) to report the product problem.